Manufacturer narrative:
Complete information from section patient identifier sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c creatinine (enzymatic) results generated on the alinity c processing module for a 48-year-old male patient. Sid (B)(6) initial result (B)(6) 2022 363 mol/l, rerun on the same instrument 92.6 mol/l. Repeated on two other instrument (B)(4) 91.8 mol/l and (B)(4) 90.9 mol/l (reference range 64-104 mol/l). No impact to patient management was reported.

Manufacturer narrative:
Service performed the extensive troubleshooting, multiple parts were replaced, cleaned and calibrated/ and or adjusted. However, the nozzle c4 #1, #4, #5 (rohs)_ and nozzle, #2 and #3 (rohs)_ were deemed the cause. The replacement of the nozzle c4 #1, #4, #5 (rohs) and nozzle, #2 and #3 (rohs) were considered issue resolution for the falsely elevated creatinine result. The module function was verified with a control/precision run. A review of the (B)(6) service history, revealed no additional issues of false elevated creatinine reported on the alinity c (B)(6) pre or post service intervention for the current ticket. Trending review did not identify any trends for the complaint issue. Labelling was reviewed which adequately addresses the current issue. Based on all reviewed data, we conclude that there is no product deficiency identified in this complaint.